Event description:
It was reported that the patient with twiddler¿s syndrome presented in clinic. The patient experienced diaphragmatic stimulation. The atrial and right ventricular leads exhibited loss of sensing and loss of capture. Upon x ray the leads were found to be dislodged. The leads were explanted and replaced without any complications. The patient was discharged the next day.